Event description:
Balloon burst during angioplasty of right common iliac artery and subsequently could not be removed percutaneously despite several attempts. Patient went to surgery to have it removed.